Manufacturer narrative:
It was reported that "the brakes are bent out of shape, she thinks she needs new brakes. She cannot send anymore but the brake is loose and not secure on the wheel and not really bent. She stated that a teenager broke it when trying to engage the wheel lock and she originally did not want to file a complaint because she knew that it was not a problem with the chair.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the brakes are bent out of shape, she thinks she needs new brakes. And also stated that the brake is loose and not secure on the wheel and not really bent".